Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6atms on the initial inflation. The lesion being treated was located in the 75% stenosed and calcified left main trunk (lmt) - left anterior descending artery (lad). The procedure was completed with a guidant crossrail device. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.